Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination could not be positivley identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.